Event description:
The customer reported (2) two false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses report 2 of 2. The customer a reported a false positive results with the ID now covid-19 assay performed (B)(6) 2021 on an unknown sample. The ID now covid-19 assay was performed on a mother and daughter. The collections of both the first samples and the re-collections were carried out by the same person, experienced and uneventful. Pcr confirmation testing was performed on an unknown sample and generated negative results. The customer noticed that they performed both tests on the same equipment, with the same operator, and during the investigation, they realized that the test before theirs was positive, which probably confirms a process of contamination of the previous positive sample with the two in this report. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is to address the false positive result for the daughter. The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report number :1221359-2021-03217 for the false positive result for the mother.